Event description:
It was reported that the wire had coating issues. A 180x25cm fathom-16 peripheral guidewire was selected for use on the liver. During preparation of the device, it was noted that the coating on the outside of the wire was frayed and blistered. The physician felt bubbles or roughness on the wire. The procedure was completed with another of the same device. There was no patient involvement.